Manufacturer narrative:
(B)(4). The pt was injected with radiesse previously on (B)(6) 2010 and the same thing happened but at that point the physician had not attributed the outcome to the radiesse. A merz contracted physician spoke to dr. (B)(6) and recommended that he consult an immunologist. On (B)(6) 2011, dr. (B)(6) was asked how the pt was and he stated that the pt has recovered fully with no sequelae. No further info was provided. A review of the device history records indicates the reported lot number met all specs prior to release.

Event description:
The physician injected the pt on saturday ((B)(6) 2011) with radiesse in the nlf. The pt suffered anaphylactic shock, trouble breathing and edema. That night ((B)(6) 2011) the pt went to the ER for three hours and was discharged. The pt was in the hospital again on (B)(6) 2011 and was at home on (B)(6) 2011. At the hospital, the pt was prescribed IV steroids, IV benadryl and lasix. He stated that the pt is still not improved. He called in a prescription of augmentin for the pt in case of infection.